Event description:
A consumer reported having essure inserted. Three months after insertion, she started experiencing horrible pain in pelvic area, uncontrollable bleeding for 8-9 days, headaches every single day, backache, low pelvic and hip pain, thyroid level - one higher than normal, endometriosis, and adenomyosis. Doctor decided to do a novasure ablation that would help with the bleeding. It did for the most part but none of other issues went away. After an ultrasound she was told she had post ablation syndrome. Admitted to the hospital for laparoscopic assisted vaginal hysterectomy overnight. She went for complete hysterectomy so she did not have any fragments of coil left in. She kept her ovaries. Pathology results showed cysts on right fallopian tube, focal dystrophic calcification of the right fallopian tube. She was not sure if it perforated her tube or not, that's where she had most pain issues on the right side. She recovered from essure removal procedure. The consumer stated that her physician does not think it was due to essure. He never gave her a diagnosis. He said it may be her thyroid, since level was one point higher than normal, but she never had thyroid problem before essure.